Manufacturer narrative:
Patient weight unavailable. Device model number, lot number, expiration date and UDI unavailable from facility. Device 510k number unavailable since model number unavailable. Device manufacture date unavailable since device lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: right ventricular (rv) and right atrial (ra) leads due to infection. Using a spectranetics lead locking device (lld) and a glidelight device, the rv lead was targeted for attempted removal. The rv lead was in a position on the free wall of the right ventricle (rv) prior to extraction, which had perforated the wall pre-extraction. When the lld was placed inside the lead and traction was applied, along with the glidelight device being utilized as well to attempt lead removal, the lead tip came free from the rv, while the glidelight device was in the innominate region (not within the heart). At that time an effusion was noted by transesophageal echocardiography (tee). A sternotomy was performed, and a right ventricular perforation was identified. Repair to the injury was successful and the patient survived the procedure. There was no alleged malfunction with any spectranetics tools in use during the procedure.